Event description:
It was reported that the patient's rv lead exhibited high pacing impedance and high defibrillation impedance. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.